Manufacturer narrative:
(B)(4). The complaint for use error - failed to follow therapy steps was confirmed and the root cause was determined to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). The reported problem was a use error and there was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter global technical services regarding assistance with a question whether it was okay to change the cassette and use the same bag on the homechoice machine. The home patient(hp) stated after his last call, he started over with a new cassette, but kept the same heater bag. The technical service representative advised the hp that if he is starting over, he should start over with all new supplies to keep everything sterile. There was patient involvement; however, there was no injury or medical intervention reported.